Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient¿s post-operative course changed as a result of the extended procedure? If yes, please explain. The number 201609 is in unrecognized field. It does not appear to be a current valid lot. Is that the lot number that was provided?

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2020 and suture was used. During the procedure, the problem of pulling off suture needle happened. Changed another one to complete the surgery. Resulting operation time prolonged. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lot: 201609 - product code vr9923g a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was received and the following was obtained: was the patient¿s post-operative course changed as a result of the extended procedure? If yes, please explain. Unknown the number 201609 is in unrecognized field. It does not appear to be a current valid lot. Is that the lot number that was provided? Unknown. Due to can't get the information from the hospital.